Event description:
The physician reported that during a follow-up visit, the subject device indicated that the associated lead was in unipolar configuration and there was high impedance (>3000ohms) with low detection (2,06 mv) and pacing failure. Radiography of the device showed that the lead was not fully inserted into the device. A re-intervention was performed to correct the issue and the lead could be removed by pulling without loosening the associated set-screw. Three successive attempts by the physician were made to connect the lead unsuccessfully. Another pacemaker was subsequently implanted.

Manufacturer narrative:
(B)(4).

Event description:
The physician reported that during a follow-up visit, the subject device indicated that the associated lead was in unipolar configuration and there was high impedance (>3000ohms) with low detection (2,06 mv) and pacing failure. Radiography of the device showed that the lead was not fully inserted into the device. A re-intervention was performed to correct the issue and the lead could be removed by pulling without loosening the associated set-screw. Three successive attempts by the physician were made to connect the lead unsuccessfully. Another pacemaker was subsequently implanted.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
The physician reported that during a follow-up visit, the subject device indicated that the associated lead was in unipolar configuration and there was high impedance (>3000ohms) with low detection (2,06 mv) and pacing failure. Radiography of the device showed that the lead was not fully inserted into the device. A re-intervention was performed to correct the issue and the lead could be removed by pulling without loosening the associated set-screw. Three successive attempts by the physician were made to connect the lead unsuccessfully. Another pacemaker was subsequently implanted.